Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the hyperglycemia and insulin pump was under delivering. The customer's current blood glucose was 22.6 mmol/l and the at the time of incident 13mmol/l. The customer was using the insulin pump within 48 hours of the high blood glucose. The customer was not admitted into the hospital. The device will not be returned for the analysis.